Event description:
It was reported that the ambulance was parked on the side of road with one medic and patient sitting on the side of the cot in the back of ambulance. The ambulance was then struck at high speed by a semi truck. It was reported that the cot allegedly did not remain fastened during the event. It was reported that the patient and medic were then transported to the hospital by another ambulance where they were evaluated for injuries. The patient was released with no reported additional injuries and the medic received an unknown injury during the accident event. This event is being reported due to the patient and medic occupying the cot at the time of the event. It was not reported that the cot caused or contributed to any of the alleged injuries.